Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The knife bar assembly was buckled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The anvil cannot formation completely.*when was the problem noticed: prior to use *patient involvement? No. Patient injury? No. Patient information: n/a. What is the current condition of the patient? Stable. Medical intervention required? No. Was surgery time extended by 30-mins or more? No. Was product tested prior to use? Yes. UDI number: n/a. Additional information on 1/24/2017. 1. Can you please explain the issue seen in more detail? A) did the device fire the full linear range of the reload? No. B) did the device partially fire? Yes. C) did the device physically break or was a strange sound heard? Strange sound heard. D) was there poor staple formation? No. E) was the staple line incomplete? No. The used cannot fire at all. A) if yes, how was the incomplete staple line fixed (over sewed, resected & re-stapled, conversion to open procedure, etc.)? B) if the staple line was over sewn or tissue was resected, was this done to preclude permanent impairment to a body function or permanent damage to a body structure? No. C) was a new stapler fired over the original staple line or did additional tissue have to be transected to complete the procedure? No. 2. Did the jaws of the device get stuck and lock on tissue? No. A) if yes, how was the instrument removed from tissue (cut off, pried off with an additional tool, they were able to work it off the tissue, etc.)? 3. Can you confirm that product is available and will be returned for evaluation? Yes. 4. What is the product ID and lot number for the handle used with this reload? Unknown. A) if the customer cannot report the product ID and lot number, was it a legacy universal (such as 030403, 030449, egiaunivxl), or was it an egia ultra (such as egiaushort, egiaustnd, egiauxl)? Egiaustnd. 5. What is the etching number of the egia ultra handle used (photo, found on the handle of the device)? Unknown. 6. Could you please provide the UDI# (red box) for the handle used in the procedure? Unknown. 7. Was any reinforcement material used in conjunction with the stapling device? No. A. If yes, what was the brand of the reinforcement material used? B. What was the item code and lot/serial number of the reinforcement material? C. If a reinforced reload was used, was the reload dipped in saline prior to use? A. If yes, for how long? 8. What surgical procedure was being performed? Vats. 9. What was the date of the procedure? (B)(6) 2017. 10. What is the patient age, weight, gender, race, ethnicity, or patient identifier (i.e. Initials or ID number, not the full name of the patient)? Unknown. 11. Should the customer(s) be notified of product analysis results, if available? Customer response letter no. 12. Are any photos of the device available? No.